Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during smr update, a screen pop-up showed that the update failed when controller was powered off and restarted to reattempted update and the controller showed controller failed alarm(high priority alarm). This controller was the back-up of the patient and had not been connected to the patient. An elective controller exchange was performed and was replaced by one from stock. No additional information provided. Investigation is ongoing

Manufacturer narrative:
The reported event of a controller failed alarm could not be confirmed because (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a failure to update the software of the returned controller, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. During the smr upgrade, the controller triggered a controller failed alarm. However, the software upgrade was successful. The controller successfully upgraded to uic 0.07 and pmc 0.04. The inability of the controller to initially perform the upgrade could not be determined. The controller was able to be successfully upgraded at the bench. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.